Event description:
It was reported by the customer that the blue port was "draining" into the red port. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.